Manufacturer narrative:
Unit received with button error alarm and had unresponsive button due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, scratched case, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.